Manufacturer narrative:
Product analysis: it was determined during analysis of the analyzer that parameters were out of tolerance and the cable identification was defective. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.